Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: burning smell the failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root cause is the power board due to possible user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.